Event description:
It was reported the pt presented with symptoms including increasing shortness of breath. Echo showed an ef of 60%, an elevated gradient and a decreased valve area. Cath showed an open circumflex stent. The valve was replaced with a 21 mm sjm regent valve.